Event description:
Allegedly, eprd reported 1 new complication for including monobloc evolution® nitrx? (1 periprosthetic fracture events). Revision surgery. No further information was reported. This incident is capturing 1 periprosthetic fracture events.

Manufacturer narrative:
Mpo was made aware of revisions due to postoperative bone fracture from a german registry report (eprd). Specific information for each event is not available. Periprosthetic fracture is a known risk of total hip arthroplasty. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.